Manufacturer narrative:
Device out of warranty; no request for manufacturers service.

Event description:
The customer reported the ventilator was cycling on and off. The customer reported the device was in use and there was no patient harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. The biomedical engineer reported the unit was running on battery, and when it was plugged into ac power it started powering on and off by itself. The biomedical engineer reported the customer unplugged the battery and plugged it back in and the unit was then operational. Pse advised the biomedical engineer to replace the power management pcb board and the customer reported the board would be replaced as advised.